Event description:
It was reported that the device tripped elective replacement indicator (eri) due to low battery voltage, yet the device was able to be reprogrammed out of eri. Afterwards, the battery voltage measurements appeared fluctuated. A battery issue was suspected. The device was explanted and was replaced. It was also reported that the right atrial (ra) lead had low impedance and high outputs. The lead was capped and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sedr01 implantable pulse generator (ipg) (B)(6) 2009; 5024m-58 implantable pacing lead (B)(6) 1999. (B)(4).

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. Impedance approximately 140 ohms. 2,899,481 low impedance paces recorded post lead warning on (B)(6) 2013.